Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient experienced a burning/tugging around where the wire attaches to the battery/at the incision site of the right implant on (B)(6) 2017. The patient also saw their neurosurgeon on (B)(6) 2017 to notify them of irritation at the incision site. It was noted that there was no immediate cause for concern and that they are going to keep an eye on it and have the patient return "in a month." No further complications are anticipated. Additional information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient experienced irritation at the incision site from a recent right implantable neurostimulator (ins) replacement. The signs/symptoms included the patient experiencing a burning/tugging sensation around where the wires attach to the battery on (B)(6) 2017. The diagnostic methods included the patient reporting the event on (B)(6) 2017, imaging (x-ray, MDR, CT scan, etc) that resulted in no immediate cause for concern. The etiology was noted as not related to the device/therapy and related to the implant procedure; surgery/anesthesia was noted. The actions/interventions taken to resolve the issue included the patient having a visit with the "neurosurg pac" on (B)(6) 2017; the event resulted in an unscheduled clinic or office visit. The event remains ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the outcome to unresolved with no further action planned. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reiterated that the patient has had some tugging sensation and burning over their right impulse generator. They have had dbs x-ray series with some wire attenuation, with the hcp suggesting conservative management as there was no suggestion of an open circuit. During the last visit the patient was programmed to a new group b and requested an alternate. No further complications are anticipated.